Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose results were 61,500 for "hi" result, 178, 227 and 285 mg/dl. Tests were done within 10 minutes. Pt ate food and drank a beverage following use of meter. Pt did not experience any adverse events. No further info has been reported.